Event description:
A malfunction alarm occurred, but there was no adverse impact to the customer's blood glucose level. Technical support decided to replace the pump and instructed the customer to use multiple daily injections as a backup therapy.